Event description:
Customer reported of a slow leak coming from the check valve while attached to a pregnant patient set to receive a pitocin drip to induce labor. The medication leaked onto the patient. There is some question whether the patient also suffered from renal dysfunction. This incident occurred during patient use. The baby did not appear to be affected. No additional information was available. No patient injury or medical intervention occurred. This report is for the patient (mother).

Manufacturer narrative:
The sample is available for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. Batch review performed: no exception was observed during the manufacturing. (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. An under water leak test at 8psi was performed on the sample and the reported condition was confirmed. The set leaked at the check valve. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As this component is supplied by an external supplier, a supplier corrective action report (scar) was issued for further investigation.